Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed a firmware error on (B)(6) 2016.the foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A functional test was performed and no failure were detected related to the complaint. The receiver was opened for further evaluation. An interior inspection was performed and the inspection passed. The data log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.